Event description:
The following is based on medical records provided by the pt's attorney: on (B)(6) 2004 - pt underwent repair of recurrent incisional hernia, with incarcerated omentum, with implant of two kugel patches (#1 & #2). The kugel patches were positioned in a transverse pattern, so the mesh overlapped beneath the fascial defect. On (B)(6) 2012 - infection disease consult-febrile illness with abdominal pain, rule out recurrent liver abscess vs. Gallbladder infection vs. Infection from mesh placed in 2004. On (B)(6) 2012 - pt developed chronic cholecystitis with cholelithiasis, and a cholecystectomy was performed. There was inflammatory reaction surrounding the omentum and liver, in which liver necrosis, purulent tissues, and a fistula were present. The necrotic portion of the liver was debrided. The small bowel was adherent to the mesh, and a 'plastic marble ring' was extending from the mesh to the small bowel. It is noted that the ring had punctured the small bowel leading to an inflammatory process resulting in the marring of the small bowel. During lysis of adhesions, a portion of the recoil rings of the mesh were lying within the small bowel. As the mesh was divided, the partially integrated mesh was explanted, and the rings were excised. A small bowel resection was performed. It is noted that the small bowel fistula and related abscess are associated with the penetration of the small bowel by a 'barb' of the recoil ring of the kugel patch.

Manufacturer narrative:
Information supplied in the medical records was limited. It is not known which of the two mesh implanted exhibit the issue reported with the recoil ring. At this time, no conclusions can be made. It is alleged that 8-years after implant it was found that the recoil ring had penetrated the small bowel. A review of the medical records provided no definitive cause of the reported problem. Based on the descriptions it cannot be determined if the recoil ring(s) were kinked or may have fractured, or if the mesh's were altered or possibly damaged at time of placement. The recoil rings and mesh were explanted. Nothing has been returned to date for analysis. If additional information is received a follow up report shall be filed. See also MDR 1213643-2012-00806 for information related to the kugel patch implanted on (B)(6) 2004.